Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that I de-accesed the mediport from the patient after hearing the "click" which normally indicates full disengagement with needle enclosed in safety apparatus. When putting the tubing and mediport needle in the sharps container I felt a pinch on the inner palm of my hand. When I looked at the needle, I saw that it wasn't completely in the safety clamp. There was a needle stick to the staff. No patient impact.